Manufacturer narrative:
The device was returned to the manufacturer and the complaint of the device heating up could not be confirmed. The power supply was confirmed to be noisey and was replaced.

Event description:
It was reported that the battery charger was humming and heated when plugged into the outlet. There was no pt involvement and no adverse consequences.